Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device at the end of therapy. The home patient (hp) stated that the hp was at end of therapy and wanted to do manual drain, so hp disconnected from the hc machine. The baxter technical representative (tsr) explained the alarm and assisted to clear the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, additional information was received indicating that the patient was not connected at the time of the alarm and hp starting a manual drain without being connected which caused the alarm.

Manufacturer narrative:
(B)(4). The complaint for system error (se) 2240 was confirmed. As per the complaint, patient had disconnected during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.